Event description:
It was reported that the camera head was broken and not working properly during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. However, based on the investigation results, it is likely that the camera head malfunctioned due to a damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.